Manufacturer narrative:
Visual inspections & results: nose shroud cracked/broken; no. Staples in nose; (3). Staples in the track; (17). Trigger engaged with precock; yes. Analysis conclusion: based upon the visual examination and the inquiry info received, no conclusion could be reached as to why the instrument jammed during surgery. The instrument was received with the right side of the head disassembled. Three twisted staples were present in the nose. No functional testing could be performed because the instrument was received partially disassembled.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.